Event description:
Patient was a status radiofrequency neurotomy left c5-6 under mac sedation. Procedure was performed with grounding pad securely placed by rn on left flank. In recovery room pt complained of pain on the left side of her back. Rn examined pt and noted a 3' by 1.5" irregular area with two whitened areas on left flank. Physician examined pt and discussed situation with pt and husband. Husband stated this has happened once before after a rf procedure a few years ago but it was on her leg. Pt's husband said it took a year to heal. Pt verbalized no previous surgeries, however, on a previous health assessment she indicated difficulty. Pt. Was given 4 prescriptions for pp silvadene 20g, ointment and cream to apply 3x a day as needed to left side back, to follow-up with her physician. She was to relay any s and s of infection including temperature, redness or drainage from site. Follow-up with swelling or hotness noted at site. Pt instructed we will follow-up with her tomorrow. Diagnosis or reason for use: spondylosis.